Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9015897. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-15. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320144 batch no. 9015897, unknown. It was reported that during use of the bd ultra-fine¿ pen needle the needles are clogging. This occurred on 2 separate occasions but the date/time and is unknown. The following information was provided by the initial reporter: "I have used your insulin pen needles for many years and will continue to use them. However, a handful of times over the years I have had a needle that was somehow clogged because I could not force the insulin thru the needle, yet the next needle worked fine. With the current batch of needles lot no. 9015897 I had 2 needles that wouldn't work. I threw out the first one but kept the second."